Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead exhibited intermittent and high impedance of superior vena cava (svc) coil. It was also reported suspected fracture. Diagnostic/troubleshooting performed and no oversensing was observed. Recommendation to program lead off was made. The rv lead remains in use and no patient complications have been reported as a result of this event.